Manufacturer narrative:
The following information is being corrected: description of event: the related MDR number was reported on follow up 1 as MDR 1037905-2018-00533. The related MDR number is being corrected to MDR 1037905-2018-00532. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A rupture/split was observed in the balloon material approximately 5 mm from the distal end. It was also observed that there was no evidence of liquid in the balloon. A functional test was performed and a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. The balloon was advanced through an olympus gif-q20 endoscope with a 2.8 mm channel. The balloon showed difficulty with advancement at the area the rupture/split was observed. The balloon was then attempted to be inflated. The balloon failed to inflate and a leak was observed from the rupture/split observed near the distal end of the balloon. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was held with members of production. It was concluded that the balloon had been manufactured to specification the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Based on our laboratory investigation, a rupture/split was observed in approximately the same area of the balloon material. A possible contributing factor to a rupture/split in the balloon material is if the balloon comes into contact with a sharp object or a burr in the endoscope channel. It is unknown if the user applied negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to difficulty advancing the balloon through the endoscope leading to rupture/split in the balloon material is if the user fails to apply negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of lubrication will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was initially reported to the FDA on 16-nov-2018: "during a dilation procedure, the physician used two (2) cook hercules 3 stage balloons esophageal. Both devices were used in the same procedure (subject of this report and related MDR 1037905-2018-00532). The doctor had trouble getting the devices through the endoscope, and they both had holes in them after going through [after advancement through the endoscope]. [The devices] were not checked, but possibly were okay before going into the endoscope. It is unknown if or how they completed the procedure." It was initially reported that the user used air to inflate the balloon. Additional information was received on 16-nov-2018 that indicated water was used to inflate the balloon. The facility was in-serviced on balloon dilations and inflation devices. They were also advised to have the endoscope channel checked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A rupture/split was observed in the balloon material approximately 5 mm from the distal end. It was also observed that there was no evidence of liquid in the balloon. A functional test was performed and a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. The balloon was advanced through an olympus gif-q20 endoscope with a 2.8 mm channel. The balloon showed difficulty with advancement at the area the rupture/split was observed. The balloon was then attempted to be inflated. The balloon failed to inflate and a leak was observed from the rupture/split observed near the distal end of the balloon. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was held with members of production. It was concluded that the balloon had been manufactured to specification the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Based on our laboratory investigation, a rupture/split was observed in approximately the same area of the balloon material. A possible contributing factor to a rupture/split in the balloon material is if the balloon comes into contact with a sharp object or a burr in the endoscope channel. It is unknown if the user applied negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to difficulty advancing the balloon through the endoscope leading to rupture/split in the balloon material is if the user fails to apply negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of lubrication will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was initially reported to the FDA on (B)(6) 2018: "during a dilation procedure, the physician used two (2) cook hercules 3 stage balloons esophageal. Both devices were used in the same procedure (subject of this report and related MDR). The doctor had trouble getting the devices through the endoscope, and they both had holes in them after going through [after advancement through the endoscope]. [The devices] were not checked, but possibly were okay before going into the endoscope. It is unknown if or how they completed the procedure." It was initially reported that the user used air to inflate the balloon. Additional information was received on 16-nov-2018 that indicated water was used to inflate the balloon. The facility was in-serviced on balloon dilations and inflation devices. They were also advised to have the endoscope channel checked. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation findings: our laboratory evaluation of the product said to be involved confirmed the report. A rupture/split was observed in the balloon material approximately 5 mm from the distal end. It was also observed that there was no evidence of liquid in the balloon. A functional test was performed and a cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. The balloon was advanced through an olympus gif-q20 endoscope with a 2.8 mm channel. The balloon showed difficulty with advancement at the area the rupture/split was observed. The balloon was then attempted to be inflated. The balloon failed to inflate and a leak was observed from the rupture/split observed near the distal end of the balloon. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was held with members of production. It was concluded that the balloon had been manufactured to specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Based on our laboratory investigation, a rupture/split was observed in approximately the same area of the balloon material as in the related complaint. A possible contributing factor to a rupture/split in the balloon material is if the balloon comes into contact with a sharp object or a burr in the endoscope channel. It is unknown if the user applied negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to difficulty advancing the balloon through the endoscope leading to rupture/split in the balloon material is if the user fails to apply negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of lubrication will aid in endoscopic advancement and balloon preservation. The additional information received indicated that air was used to inflate the balloon. This is against the instructions for use. The user is advised to inflate the balloon with water only. The instructions for use warn the user: "the balloon must be inflated with water only." Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that air was used to inflate the device, against the instructions for use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation procedure, the physician used two (2) cook hercules 3 stage balloons esophageal. Both devices were used in the same procedure (subject of this report and related MDR 1037905-2018-00532). The doctor had trouble getting the devices through the endoscope, and they both had holes in them after going through [after advancement through the endoscope]. [The devices] were not checked, but possibly were okay before going into the endoscope. It is unknown if or how they completed the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.